Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. (B)(4).

Event description:
It was reported that a portex sacett suction above cuff endotracheal tube cuff would not inflate in mid-(B)(6) 2016 and leakage was suspected. It was noted that a leak check was performed prior to use and confirmed no leakage. It was unknown how long the device was in use. No patient injury was reported.

Manufacturer narrative:
One used portex® sacett¿ suction above cuff endotracheal tube was returned for investigation. The sample was received inside a plastic bag without its original packaging. The returned device was visually inspected at a distance of 12" to 24" and under normal conditions of illumination. Visual inspection revealed that the cuff was asymmetrical. During functional testing, a syringe was used to inflate the device cuff and the product was submerged under water. Bubbles (indicating a leak) were observed escaping from a small tear on the cuff. Investigation was unable to determine the root cause of the cuff leak.